Event description:
It was reported that during an implant procedure, the left ventricular lead dislodged as the introducer was being slit. The lead was repositioned and again dislodged during sheath manipulation. The lead was not used and another lead was attempted. The second non-canted lv lead dislodged readily with sheath manipulation, but then it was repositioned, had excellent pacing and sensing characteristics and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.